Manufacturer narrative:
Technical services advised continued follow ups. Resolution was requested from the field, however, nothing further has yet been received. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that this device was reprogrammed due to syncope. Chronic low amplitudes were also reported.

Event description:
Boston scientific received information that the patient implanted with this device was having syncopal episodes. There was inquiry of applicable advisories.